Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement and self test. Unit was monitored for 4 days. No reprogram alarm noted. Pump trace download analysis confirmed the pump alarmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit had minor scratched display window and a scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.